Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, turned off by itself was not reproduced. A review of the event history log revealed multiple 'improper shutdown!' Messages. An ¿improper shutdown!¿ message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The pump was functioning as intended with ac power adapter and battery module, however, the ac power adapter or battery module was not received. No action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump turned on/off by itself during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.